Manufacturer narrative:
A label review was performed for the device; specifically the sectio containing the warnings and precautions. This complaint was investigated by (B)(4) and was confirmed. This complaint falls under a field safety corrective action which provides customers w/information on how to handle possible occurrences of leakage from the gas outlet. (B)(4).

Manufacturer narrative:
The device has been returned; when further information is available a supplemental report will be prepared and submitted. (B)(4).

Event description:
The customer stated that they are seeing some blood leak out of gas outlet on adult quadrox ID that was in use on a patient. It was further stated that it is not affecting the performance of the oxygenator and have no plans to take the patient off.